Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message on the same day of wearing the adc device and being unable to obtain readings. The customer further reported experiencing a seizure, ¿other medical problem¿ and was unable to self-treat. Customer had contact with a healthcare professional who obtained a unspecified blood glucose reading on a hcp meter to ensure customer is administering an accurate amount of insulin. In addition, the healthcare professional provided unspecified treatment and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. A watermark at the base of the tail was not observed. No failure modes were observed with sensor plug upon visual inspection. An insertion failure is due to the sensor not being properly inserted. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message on the same day of wearing the adc device and being unable to obtain readings. The customer further reported experiencing a seizure, ¿other medical problem¿ and was unable to self-treat. Customer had contact with a healthcare professional who obtained a unspecified blood glucose reading on a hcp meter to ensure customer is administering an accurate amount of insulin. In addition, the healthcare professional provided unspecified treatment and no further information was provided. There was no report of death or permanent impairment associated with this event.